Event description:
.

Manufacturer narrative:
Medwatch form was received, however, only front page, page 2 was not received from user facility. No user facility registration number on medwatch form. User facility medwatch form attached. Investigation result: the curette was returned for eval. A visual examination of the device found there was no blade installed in the curette. In addition, the slot where the blade should be installed had excessive flash (excess material) rolled over were the blade should have been inserted. This examination finds that the blade may not have been installed. A review of the other complaints showed there is no other complaints for this device and type of failure.